Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were observed to be within the cartridge tubing. The customer successfully primed their tubing successfully removing the air bubbles. Blood glucose level was 85 mg/dl.